Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.2. Hardware: iphone12.3. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported the patient's blood glucose level rose greater than 250 mg/dl while wearing the pod longer than 48 hours. When the pod was removed from the infusion site (leg), the pod's cannula was found bent.

Manufacturer narrative:
The received device had the cannula assembly fully deployed. Inspection of the soft cannula did not find it bent, kinked, or damaged. The download data from the pod contained no timeouts, drive stalls, or hazard alarms, indicating that there was no struggle to deliver insulin. The investigation found no evidence of a damaged cannula. During the investigation a small amount of fluid evidence was observed on the pcb. Cracks were observed in the bottom housing. The fluid leak test was run and no leaks were observed. The fluid path and other potential fluid ingress points were inspected under magnification. No damages or defects other than the cracks in the bottom housing were found that would result in fluid on the pcb. It could not be conclusively determined if the observed cracks in the bottom housing are the fluid ingress points. The cause of the observed fluid evidence could not be conclusively determined. The cause and timing of the observed housing damage could not be conclusively determined. The observed fluid evidence and housing damage are not related to the reported event.